Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2016 at the follow up visit the audiologist recognized that in situ measurement showed 4 channels are high so channels were turned off. The patient reported that hearing is not affected and he didn_t recognize anything wrong in sound perception with the device.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
During a follow up visit in (B)(6) 2016, an in-situ measurement showed 4 channels in high impedance status and they were turned off. The patient did not report any change in his sound quality. At a previous visit in (B)(6) 2015, 2 channels had been turned off. The 8 channel map was successfully programmed and the patient reported no difference in sound quality.